Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), implanted: (B)(6) 2012, product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy.

Event description:
It was reported that it was felt maybe a wire slipped because in the 6-7 weeks prior to this report, the patient had pain in his groin area. The pain was stated to be so bad that he couldn¿t walk. The patient had gone to his doctor because he thought he had a hernia. Over the 6-7 months prior to this report that pain had been on and off. It was noted that the patient was going to see his healthcare provider (hcp) the week after the time of the report. It was stated to feel like muscle, but also ¿when the thing is on it feels like it comes right through there.¿ when the device was turned off, the patient would be laying down so he was unsure if this also occurred when the device was turned off. No falls or accidents were stated to have occurred. Follow-up was conducted to determine if any intervention occurred and if the patient was receiving effective therapy. A follow-up report will be initiated if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was not getting therapy or stimulation in the left leg since about a week prior to the report. A loss of therapeutic effect was reported. The patient had an appointment scheduled with his healthcare provider (hcp) the following week and wanted to know if the manufacturer's representative (rep) could be there. It was noted there had been no fall or trauma. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.